Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that intra-aortic balloon (iab) therapy was indicated post-surgery as the patient was hemodynamically unstable. During insertion, it was noted that the guidewire was bent and the iab became kinked. The iab was unable to be inserted. As the patient's blood pressure was deteriorating, a new iab was then inserted to provide therapy. There was no patient harm or adverse event reported.

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Manufacturer narrative:
Updated fields - b4, d9 return to manufacture date, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field: h3, h6 investigation findings, type of investigation and medical device ¿ problem code. The product was returned with the membrane loosely folded, and no blood was observed on iab. One kink was found on the catheter tubing approximately 76.7cm from the iab tip. The original guidewire was not returned for evaluation. The extender tubing was also returned with the iab. A laboratory guidewire insertion test was able to be performed, and the insertion was successful, and no restriction was felt. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing and extender tubing was performed, and no leaks were detected. A leak may impact the ability to maintain vacuum. We are able to confirm the reported failure. The kink observed on the catheter tubing may have contributed to the difficult of inserting the iab into the guidewire. However, we are unable to determine when this issue have taken place. The lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.